Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, upon checking for an auto capture test and the content of programming after a lead was connected to the device, the patient's heart rate was lower than the setting heart rate, and 11 seconds pause was observed. Physician elected to continue the procedure by replacing the device, and the procedure was completed successfully. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of capture and pacing anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.